Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified the end of the hex driver has fractured. Complaint confirmed based on evaluation of provided image. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported the or team was trying to disassemble the trial stem and cone body with the hex driver after a revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 31-301300 arcos con sz a std 50mm trl unk. 31-300914 arcos 14 x 190mm sts stem trl unk. Foreign: norway. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the or team was trying to disassemble the trial stem and cone body with the hex driver after surgery. The hex driver broke while trying to loosen the screw. There was no patient involvement. Attempts have been made and no further information has been provided.